Manufacturer narrative:
The device have been received. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device had patient side occlusion. No patient involvement was reported.

Manufacturer narrative:
The customer reported problem was confirmed. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. A review of the device history record for sn (B)(6) was performed from date of manufacture 8/9/2019 to the present date 11/6/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had patient side occlusion. No patient involvement was reported.